Manufacturer narrative:
The lead properties were tested in the course of the analysis. The analysis showed a conductor fracture of the conductor coil in the connector area. Traces of abrasion were visible in this area. This damage manifestation can with high probability be regarded the cause for the observed oversensing. The damage indicates significant mechanical stress during the operating time. The position and characteristics of this external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an estimated implantation time of about 14 months, oversensing with inappropriate shock delivery was reported. The lead was exchanged and returned to biotronik for analysis. Aside from the shocks, no deterioration of the patient's state of health was reported.